Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. Prior to the event, the customer experienced no delivery alarms, and was unable to rewind the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. It was also stated that the backlight is no longer working, and a replacement insulin pump was requested. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.